Manufacturer narrative:
Device evaluated by MFR - device evaluation: lens was returned dry, in specimen cup. There was clear surgical residue on product. Visual inspection found residue on lens and the lens returned in pieces and stuck together, unable to evaluate. Claim #(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, micl13.2, -11.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for shorter length lens due to observation of excessive vault and significant reduction of irido-"corenal" "angels". The exchange resolved the problem. Cause of event was reported as patient related factor. It was reported to be believed patient wtw was accurately measured, but that their sulcus-to-sulcus length was lower than average given wtw value. Patient is doing well.